Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reported failure was not confirmed. There was no abnormality found in the channel of the device. However, the following non-reportable issues were noted during the evaluation: coating of the insertion section was peeled off and the universal cord was wrinkled. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that there was no device abnormality. Therefore, the root cause of the reported event (single use sphincterotome v - "clever cut device getting stuck in the scope¿) could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in section: operation manual: chapter 5 troubleshooting (5.1). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus; however, evaluation has not yet begun. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has been submitted by the importer under this MDR report number 2429304-2023-00290.

Event description:
The customer reported that an unknown clever cut device became stuck in the biopsy channel of the evis exera iii duodenovideoscope upon withdrawal during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The clever cut device was removed without affecting the customer and no patient harm was reported from the issue. However, the procedure was prolonged by 20 to 30 minutes and the patient's anesthesia was extended by 30 to 40 minutes. The patient was healthy with no pre-existing conditions. There were reportedly biliary issues noted and were dealt with during the case and the patient underwent cannulation of the bile duct. The procedure was completed with another scope without further incident. An olympus representative reiterated that the customer had alleged that the scope was the issue and that this was just returned from repair for clever cut instruments getting stuck in the biopsy port upon removal. They have several of these scopes and this was the only one it happens with. The scope was not cultured, and a positive culture was not received. The scope also did not fail an adenosine triphosphate (atp) test.